Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/01/2025, the user reported that the connector would not turn. After replacing the cartridge, the connector functioned properly, and blood glucose readings were not affected.